Manufacturer narrative:
The device was returned to zoll australia for evaluation. The customer's report was not replicated or confirmed. The device was recertified and returned to the customer, along with a replacment battery. The battery used at the time of the event was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.